Event description:
It was reported that 3 of the bd maxzero¿ extension set were difficult to remove causing one to leak blood. The following information was provided by the initial reporter: the clear cap that connects to a vacutainer is extremely difficult to remove and is therefore prone to being contaminated. Also, at least in one instance, the connection then leaked blood. I found that the cap is virtually impossible to remove properly on the identified lot...

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22129179. D4: medical device expiration date: 12sep2025. H4: device manufacture date: 12sep2022. D4: medical device lot #: 22099411. D4: medical device expiration date: 20sep2025. H4: device manufacture date: 20sep2022 . D10: device available for eval yes, d10: returned to manufacturer on: 31-mar-2023. Investigation summary: a complaint of set being difficult to connect due to the cap was received from the customer. 650 samples of lot 22129179 and 200 samples of lot 22099411 were returned for investigation. Evaluation of 59 samples of each lot was performed. The sample size quantity was determined per procedure. Through visual inspection, no defects or damages were observed. The samples were attached to an extension set with no issues during connection. Fluid flowed through the samples with no leakage at the connection site. 3 more samples were returned. Through visual inspection, no defects or damages were observed. The samples were attached to an extension set with no issues during connection. Fluid flowed through the samples with no leakage at the connection site. Three more unopened samples were returned for investigation. Through visual inspection, no defects or damages were observed on the sets. The cap was removed with no issue. No damage was observed on the male luer. Cap was twisted instead of pulled, in attempt to see if damage could be created that way, but no damage occurred. The luers were observed under a microscope to look for any small cracks or solvent on the cap/ luer but neither was seen. A device history record review for model mz5309 lot numbers 22129179 and 22099411 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the damage could not be determined as the failure could not be replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd maxzero¿ extension set were difficult to remove causing one to leak blood. The following information was provided by the initial reporter: the clear cap that connects to a vacutainer is extremely difficult to remove and is therefore prone to being contaminated. Also, at least in one instance, the connection then leaked blood. I found that the cap is virtually impossible to remove properly on the identified lot.

Manufacturer narrative:
H6: investigation summary : a complaint of set being difficult to connect due to the cap was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 22099411 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 3 of the bd maxzero¿ extension set were difficult to remove causing one to leak blood. The following information was provided by the initial reporter: the clear cap that connects to a vacutainer is extremely difficult to remove and is therefore prone to being contaminated. Also, at least in one instance, the connection then leaked blood. I found that the cap is virtually impossible to remove properly on the identified lot...